Event description:
It was reported to nova biomedical that the consumer was "receiving widely varying results within minutes of each other." It was reported that the consumer received a result of 87 mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips from the same vial getting the following results of 22 mg/dl and 83 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020814191 expiration date: 11/2015 control solution lot # 1030713254 range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.